Manufacturer narrative:
Analysis of the device found a motor gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a motor gear train anomaly of a stall due to shaft-bearing. According to the print report, the pump contained hydromorphone and clonidine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no information.

Manufacturer narrative:
Eval code-conclusion no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.